Event description:
It was reported that during a sleeve gastrectomy the forceps not working, difficulty closing forceps during stapling. The staple line ripped the stomach tissue and damaged the gastric tissue. Because of the tissue damage caused by the stapler, the patient was taken back to the operating room the day after her sleeve and a larger-than-expected cut was made, prolonging her hospital stay.

Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the patient¿s bmi? What color cartridge was used for each fire? What is meant by ¿staple line ripped¿? Are there any intraoperative photos available? What was done to address the staple line immediately in the initial surgical procedure? Was buttressing material used with each firing? Any tissue movement noted during any firing? What is meant by ¿a larger than expected cut was made¿? What was identified during the re-operation? How was the re-operation completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025. Additional information was requested, and the following was obtained: what color cartridge was used for each fire? Green. What is meant by ¿staple line ripped¿? Dilaceration of the serosa. Are there any intraoperative photos available? See in attachment. What was done to address the staple line immediately in the initial surgical procedure? No bleeding at the end of the procedure. Use of another device for the following staples without any specific issue. Was buttressing material used with each firing? No. Any tissue movement noted during any firing? No. What is meant by ¿a larger than expected cut was made¿? No larger cut than expected but there was a reinforcement of the staple line. What was identified during the re-operation? Evacuation of 800 cc of clots without regaining active bleeding during surgical revision. How was the re-operation completed? Revision under laparoscopy: evacuation of 800 cc of clots, no bleeding found. Drainage in contact with the staple line. - difficulty to close the device on the tissue, then very slow stapling.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #974c89. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. Additionally it was received a reload empty package. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 974c89, and no non-conformances were identified.